Event description:
It was reported that while using anchor c the surgeon was putting in the second of two screws under the microscope when the surgeon noticed that the ring on the anchor c screw 3.5 x 10mm self-tapping was not seated on the screw properly. Surgeon backed the screw out and used a 4.0 x10mm self-tapping screw instead.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The locking ring is completely detached from the screw head. The locking ring is deformed and partially fracture, but still in one piece. No other anomalies were identified.conclusion: the possible established causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, and outer diameter of clip is too large, general use error. Therefore the root cause is multifactorial.